Event description:
It was reported that initially the patient had 75% reduction in pain, then the patient had an accident about a year and a half ago. After the accident the pain relief was "less and less". It was stated that patient's healthcare provider (hcp) believed that the impact of the accident made the implantable neurostimulator (ins) system "break, loose, or move." It was stated that the pain was very strong and that the patient "couldn't handle it." Three days prior to the report, the ins was reprogrammed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient had a full replacement of leads and the implantable neurostimulator on (B)(6) 2013. The reporter stated that the patient had discharged the device battery twice and wasn't getting the coverage in her back that she had previously. It was reported that following the revision the patient was getting great coverage.

Event description:
Additional information was received which reported that x-rays were taken and impedances were normal. It was unclear what the results of the x-rays were. However, the reporter indicated that the cause of the issue was not determined. The patient was reprogrammed 3 times but continued not to have stimulation in the back. A revision was scheduled for (B)(6) 2013. If additional information becomes available, another follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n233471, implanted: (B)(6) 2010, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
.

Event description:
The patient still had concerns regarding their device/therapy but was working with the company representative. The patient's appointments were on (B)(6) 2013. The device was not working right.